Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. There was no reported adverse impact to the customer¿s blood glucose. The customer loaded the cartridge and resumed insulin delivery.